Event description:
Routine complaint investigation when consumer reported consuming the dessicant tablet from a ketone test strip package. Material safety information revealed that this could cause the consumer's internal skin tissue to rise to a high heat level unless followed by a large amount of water. No further details on medical intervention are available at this time.